Event description:
It was reported that thresholds on the right ventricular (rv) lead had been high and variable since implant and the lead was found to be dislodged. The lead was explanted and replaced. During replacement another rv lead was attempted to be placed but was too short. The impedance was high, there was not enough slack, and the lead dislodged after placement. The physician elected to implant a longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).